Event description:
Procedure type: gastrectomy. According to the reporter: the orvil could not be connected to the center shaft of eeaxl25-3.5. A small incision was extended by more than 3 cm and esophagus stump was excised additionally, and the orvil was removed. A purse-string suture was manually done, and the anastomosis was performed using the anvil of the eeaxl25-3.5. Nothing fell into cavity. No pt harm. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.